Event description:
It was reported the handpiece isn't working. The customer assumed the handpiece was tested by the or dept and was determined to not be working. No other information is available. Patient information requested, but none available.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.